Event description:
It was reported in 2005 that an incident involving a single heated-wire ventilator circuit was recevied. The staff nurse reported a spark/ small flame between the tubing and heater. The nurse monitoring the pt allegedly witnessed the incident and immediately disconnected the equipment from the pt. No pt injury or adverse event was reported.